Event description:
A hemodialysis inpatient user facility reported during treatment, a blood leak occurred. The leak was visually observed, and the machine alarmed. The dialysate tested positive for blood. Pt was taken off the machine and was setup on another machine and had the dialysis. Blood not returned. Estimated blood loss was 300cc's. Pt had no ill effects and required no medical intervention was required. Sample is not available, sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.